Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. The customer stated: "when the adapter is connected, it leaks, generates air bubbles, and the blood comes out, messing the puncture table, the collaborator and the patient. Blood comes out from the sides or a very strong jet of blood comes out that can cause hemolysis of the samples." Additional information 05-14-2021 translated to english: the client uses conventional butterfly (scalp vein), to take blood samples under vacuum and incorporates our luer adaptor to assemble a vacuum sampling system with nipro butterfly and bd luer adapter. The shirt the customer wears is bd. Customer does not buy our butterfly for vacuum sampling in any of its versions."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos were reviewed and the indicated failure mode for 'sleeve leakage' with the incident lot was observed. The indicated failure mode for 'air bubbles' with the incident lot was not observed. The customer video provided could not be accessed. Therefore, three attempts were made to obtain the video but bd did not receive a viewable format. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. The customer stated: "when the adapter is connected, it leaks, generates air bubbles, and the blood comes out, messing the puncture table, the collaborator and the patient. Blood comes out from the sides or a very strong jet of blood comes out that can cause hemolysis of the samples." Additional information 05-14-2021 translated to english: the client uses conventional butterfly (scalp vein), to take blood samples under vacuum and incorporates our luer adaptor to assemble a vacuum sampling system with nipro butterfly and bd luer adapter. The shirt the customer wears is bd. Customer does not buy our butterfly for vacuum sampling in any of its versions."